Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. System check was performed by tandem technical support and there was a blockage in the cartridge. A cartridge change was performed and the customer resumed insulin delivery. Customers blood glucose was 200-300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.